Manufacturer narrative:
On (B)(6) 2016 03:55 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. No blood was observed on the device. There were no observable defects. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I-stabiliter was not secured when the know was tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 10:58 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I-stabilizer was not secured when the know was tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.